Manufacturer narrative:
Samples from the patient were submitted for further investigation. The negative results obtained by the customer were confirmed by the same method and by focus immunoblot hsv-1&2 igg. Therefore, the negative results obtained by the customer were determined to be correct. An early infection could not be completely ruled out.

Event description:
The customer received questionable (B)(6) results for two samples from one patient. On (B)(6) 2014, the patient was tested for a complete torch panel and the (B)(6) result was (B)(6). The patient went to another laboratory for testing and the (B)(6) antibody titer was (B)(6). The head of laboratory asked for second blood draw. On (B)(6) 2014, the (B)(6) result was (B)(6). The same sample was tested on liaison diasorin and result was (B)(6). The result of (B)(6) was reported outside the laboratory. The doctor is currently waiting for a final result to continue with proper pregnancy management. The patient was not adversely affected. The (B)(6) reagent lot number was 174277-01 with an expiration date of 12/31/2014.

Manufacturer narrative:
The event occurred in (B)(6).